Event description:
Event data is (B)(6) 2018. The 73 year old female caucasian patient had a cook 14fr x13 cm introducer leak blood at the access site of the right femoral artery. The patient had blood replacement products infused and the introducer was replaced. Ni this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)